Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered paced beats above the lower rate limit (lrl) that were suspected to have initiated a ventricular tachycardia (vt) event. It appeared that the beats may have been initial paces for a right ventricular automatic threshold (rvat) test, as one was run an hour later. It was also noted that ventricular rate regulation (vrr) was programmed off. Right ventricular (rv) thresholds were stable at 0.4-0.6v, and the patient was 0 percent rv paced. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended turning off rvat. This ICD remains in service. No additional adverse patient effects were reported.